Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, poor color image occurred due to a faulty cable. It is likely that an image was not displayed temporarily because communication failure occurred due to faulty cable. As to the cause of the faulty cable, it is likely that it was broken because water entered from the puncture on the cable. The event can be detected/prevented by following the instructions for use which state: "never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and during evaluation the customer's allegation was confirmed. The device had poor image color due to a faulty cable as well as failing a leak test due to a puncture and kinks on the cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the camera head is unable to get an image, only a blue screen. The type of procedure being performed was a cystoscopy. The procedure was not completed. The patient was rescheduled for the following day and a flex scope was used. The potential adverse event issue was found during preparation for use. There were no reports of patient harm.